Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump was beeping. Troubleshooting was performed, and the beeping continued. The insulin pump also had a blank display. The customer declined having the insulin pump replaced. Nothing further was reported.